Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de novo, 28mmx3.5mm target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified unspecified target vessel. An unspecified size non-bsc guide catheter and a 185cm pt2 guide wire were advanced towards the lesion. Following pre-dilation with an apex 2.5x15mm balloon catheter which resulted to 60% residual stenosis, a 3.50x28mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.